Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a dark image. The event occurred during therapeutic laparoscopic cholecystectomy procedure while the patient was under sedation. The procedure was completed using the same device. There were no reports of patient harm.